Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was diagnosed with (B)(6) and the patient¿s spinal cord stimulation system was removed. There were no issues with the patient¿s system and it was removed due to the infection. It was unknown if there were any patient symptoms or complications associated with this event. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.